Event description:
I have used fixodent for 7 years. During those years, I have developed numbness and tingling in hand & feet. I wake up at night and my hands are totally asleep. Dose or amount: denture cream; frequency: 4 x daily; route: oral. Dates of use: 2003 - 2009. Diagnosis or reason for use: denture ad cream. Event abated after use stopped or dose reduced? No.